Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 50 months and has not reported adequate pain relief since implantation. The evoke scs system was confirmed to be functioning as intended prior to explant.